Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: poor quality video output probable root cause: incorrect / inadequate coupler lens coating. Use error. Inactive aim compatible light source laser . Software. Main board. Manufacturing/ service nonconformity. Scope . Use of third party usb cable to connect 1588 ccu to l10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge . The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was loss of visualization.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of visualization.